Event description:
It was reported that during attempt to implant two different right ventricular (rv) leads exhibited artifact, noise when tested. Both leads were removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. (B)(4).